Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and the buttons are sticky. The customer's blood glucose level was unknown. The customer also reported that the insulin pump rejected new batteries and battery life diminished. The customer declined troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify motor error alarm, failed battery test alert and charge or battery lasts less than expected unknown anomaly due to buttons not responding. Motor passed motor test.